Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in a coronary artery. A 182cm luge(tm) guide wire was advanced to the lesion however upon reaching the right coronary artery (rca) the distal portion of the guide wire broke off. Several attempts were made to retrieve the distal portion of the guide wire but were unsuccessful. The procedure was completed and patient was asymptomatic.